Event description:
Additional information from the rep indicated that the patient was on dtm therapy, and the was instructed to turn stimulation down to sub perception and that when she coughs or sneezes she may feel it only in a leg, but that she shouldn¿t be feeling it most of the time. Also, because her therapy was turned up to her feeling it all the time could be draining the battery sooner. Patient was instructed to turn stimulation down and try her other different groups at lower amplitudes. Rep indicated that the issue was more of an education issue regarding her equipment than an issue with the therapy. Patient weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient is not getting the benefit from the therapy as of late. Caller stated patient is only feeling stimulation in her leg and not in her back. Caller said this has been going on for about a month. Caller asked if patient should feel stimulation in their back. Patient said they normally did feel stimulation when they first got the implant, but not since then. Caller mentioned that when patient coughs, they feel stimulation going from abdomen down through foot. Caller also mentioned that every group so far has felt stimulation in the foot and not the back. The circumstances that led to the reported issue were asked but unknown. During the call, caller increased amplitude on group a from 3. 8 to 4. 2 and patient said they felt it in their leg and foot, and was not uncomfortable. Caller then increased amplitude to 5. 5 and patient felt stimulation on their right foot. Patient then said when they stand up they feel numbness in their foot. Caller was not sure whether sitting in the position pt was in is affecting the sensation in the foot as could be asleep from sitting. Caller states they have never changed any settings. Pt states feels like pins and needles and the sensation in the foot started just today. Agent changed to group b and was again feeling in the foot. Caller wondered whether the pt hurt back from coughing too much. Caller states pt felt in the back early on and just got gradually worse. Agent walked pt and caller through increasing and to change groups/settings. Caller tried group c and was working the best and caller states will try this and call hcp if this does not help. When pt was sitting felt numbness in foot but when stood up felt better and was feeling in back left to the spine and was comfortable. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if the additional groups do not help with the pain. Caller mentioned patient has neuropathy. Agent walked caller through the controller. Pt's family/friend called back stating that they had called last week and talked to someone about the pt not getting any relief at all from the ins. They had made some adjustment as they were told to try settings on b and go up to see if that would help. Pt was complaining on sunday that the pain wasn't any better. They went to put the controller back on to make therapy adjustments and they had a caution sign appear with a message saying that the ins battery was depleted. The ins battery shouldn't have depleted in two days when the ins was last charged. They recharged the ins back up to 100% which took a very long time. They put the controller back on today and saw that the ins was battery low again. They didn't want to mess with the device over the weekend so they had put the ins back to the initial settings to see how it would go. Pt was complaining of a sciatic pain and like a shock feeling going down to th eir right foot. Agent reviewed with the caller that the ins battery depletion rate was dependent on therapy settings/usage. Caller said that they understood, however caller said that they had put the ins back to the initial settings on a1 which would normally take the ins 4 days to deplete and now it was taking 2 days only.